Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and manually rotor homed and was good to go to open the door with pendant rotor home executed. System cleaned and inspected inside out and its all good to go. System is operational. Codes b01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door open failed in pendent, that showed door opened but still cannot close or door open. No patient was present at the time of event.